Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. The reported bluetooth pairing failure was confirmed via data. Also, the data evaluation confirmed a permanent signal loss. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of loss of connection.

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it failed. Functional testing could not be performed. Previously, data was provided for evaluation. The reported event pairing failed was confirmed via data. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction g7: type of report h2 type of follow up - correction this supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on tue apr 10 21:30:09 edt 2018 with MFR# 3004753838-2018-22977. The ack3 was received on tue apr 10 21:30:09 edt 2018 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.